Event description:
It was reported that removal difficulties and device break occurred. The patient presented with multiple layers of stents already with significant in-stent restenosis of the entire very tortuous and calcified right coronary artery. The vessel was prepped with pre-dilatations, cutting balloons, and rotablator. Stents were placed from the distal end and a guide dissection was noted in the ostium. A 4.00 x 28mm synergy drug-eluting stent was placed in the proximal/ostium with no issues. The stent balloon was pulled back to post dilate the ostium to 5mm. The balloon expanded and deflated just fine. When the doctor tried to remove the balloon from the patient, the balloon would not move. The balloon was inflated again and it went up and back down fine, but it still would not move. The balloon was expanded and deflated once more, but this time when an attempt was made to remove the device, the balloon snapped off the shaft and the shaft came out of the body leaving the balloon in the vessel. An attempt was made to snare the balloon but when it failed, the patient was brought to surgery for another physician to assess. Because the balloon could not be snared and the patient was not a surgical candidate, the decision was made to jail the balloon by sandwiching it with another stent. A 4.0x28mm stent was deployed to ensure everything was covered. Post dilation and intravascular ultrasound were performed. The patient had good flow and was fine overnight. It was further reported via medwatch that four non-bsc stents had been deployed and the cutting balloons were wolverine. The patient had timi-3 flow post procedure and that no adverse physiological effects were noted during or after the event.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties and device break occurred. The patient presented with multiple layers of stents already with significant in-stent restenosis of the entire very tortuous and calcified right coronary artery. The vessel was prepped with pre-dilatations, cutting balloons, and rotablator. Stents were placed from the distal end and a guide dissection was noted in the ostium. A 4.00 x 28mm synergy drug-eluting stent was placed in the proximal/ostium with no issues. The stent balloon was pulled back to post dilate the ostium to 5mm. The balloon expanded and deflated just fine. When the doctor tried to remove the balloon from the patient, the balloon would not move. The balloon was inflated again and it went up and back down fine, but it still would not move. The balloon was expanded and deflated once more, but this time when an attempt was made to remove the device, the balloon snapped off the shaft and the shaft came out of the body leaving the balloon in the vessel. An attempt was made to snare the balloon but when it failed, the patient was brought to surgery for another physician to assess. Because the balloon could not be snared and the patient was not a surgical candidate, the decision was made to jail the balloon by sandwiching it with another stent. A 4.0x28mm stent was deployed to ensure everything was covered. Post dilation and intravascular ultrasound were performed. The patient had good flow and was fine overnight.